Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2011006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were inspected and no defects were identified. It was possible to activate the safety mechanism for each sample by following the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported 2 bd needle eclipse s/t 25x5/8 rb had broken safety mechanisms. The following information was provided by the initial reporter: "twice today a nurse went to click the safety device and both times it broke off or fell right off the hub of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd needle eclipse s/t 25x5/8 rb had broken safety mechanisms. The following information was provided by the initial reporter: "twice today a nurse went to click the safety device and both times it broke off or fell right off the hub of the needle."